Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the cx. A dissection occurred during the procedure which was treated using a 2.75 x 14 mm micro-driver stent. A stent thrombosis occurred in this 2.75 x 14 mm micro-driver stent. The thrombus was treated by implanting a 2.5x18 mm micro-driver stent and a 2.5x8 mm micro-driver stent in the 1st om. Six days post index procedure , the patient had one endeavor sprint drug-eluting stent implanted in the rca during a staged procedure. Approximately 3 months post index procedure the patient had 99% stenosis of a target vessel. No pci was performed. The event was not assessed for relatedness with device.

Event description:
It is reported that approximately 12 months post index procedure the patient had a target revascularization of a target vessel using an unknown balloon.

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis, occlusion). Conclusions: inherent risk of procedure (stent thrombosis, occlusion). (B)(4).

Event description:
Additional information reported that approximately 15 months post index procedure, the patient underwent repeat ptca of the target lesion and a drug eluting stent was implanted due to restenosis. The procedure was successful. The investigator assessed that event to be possibly related to the study device and study procedure.

Event description:
It is reported that after releasing the stent during the previously reported target vessel revascularization approximately 15 months post index procedure, there was 'caging' of the vessel. Dilation of the injury was performed without success.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Manufacturer narrative:
(B)(4).